Event description:
During the procedure, when the tacticath se catheter was plugged into the appropriately connected tactisys unit, the contact force value was "--g" in purple text, as if the catheter was not connected. That tacticath se catheter was replaced and the case was finished successfully with no patient consequences.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.